Manufacturer narrative:
An asp field service engineer (fse) assessed the unit onsite and found the oil plug on the vacuum pump was loose. The fse tightened the plug. Per the fse, all tests, measurements, and calibrations meet manufacterer's specifications.

Event description:
A customer reported a blue haze coming from the sterrad® 100s system that smelled like burning oil. The unit was immediately shut down by the operator during the plasma stage. The customer stated there were no reports of harm or injury. The customer was advised to have the healthcare workers leave the room as a precaution until the mist cleared and to discontinue use of the sterrad® 100s system. The customer stated there is an exhaust system at work in the room. The customer was advised per the user's manual that exposure may pose an increased risk to people with certain respiratory conditions, such as asthma, and they should take special precautions not to be exposed to the mist. The load was retrieved from the chamber and reprocessed at another unit. An asp field service engineer was dispatched to assess the unit onsite.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, health hazard analysis, and the system hazard use misuse analysis. The DHR (device history review) for sterrad 100s system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for haze / oil mist failures. Trending analysis for haze / oil mist issues associated to the sterrad 100s found there is not a significant trend. (B)(4). There were no parts returned for investigation of the report of unit emitting haze. The field service engineer found the oil plug on the vacuum pump was loose causing the oil mist.